Manufacturer narrative:
Three were 3 potential lot numbers provided: lot number reviewed: dr16k16071 manufacturing date: 11/17/2016. Lot number reviewed: dr16j27047 manufacturing date: 10/28/2016. Lot number reviewed: dr16i11034 manufacturing date: 09/13/2016. A batch review was conducted for each potential lot number and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported three potential lot numbers (dr16i11034, dr16j27047, dr16k16071). Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free lv connector "popped off causing the patient to ooze." There was no patient injury or medical intervention associated with this event. No additional information is available.